Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was a "splash of liquid from tubing splash in writers left eye." The event occurred while disconnecting patient from IV on unit 61 general medicine. It was noted that the "writer flushed eye to cleanse." Although requested, there was no additional user or patient information provided.